Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage in the silicone overmold on the top cover. Cuts were identified on the bottom cover, the fantail region and the electrode, in addition to the electrode being served. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires near the fantail region. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy (sem) analysis of the electrode revealed two broken wires near the fantail that exhibit evidence of a tensile break. The sem analysis of the feedthru pocket revealed no evidence of wire corrosion in the feed through pockets. The photographic imaging inspection and sem analysis revealed broken electrode wires near the fantail. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. This version of the hires ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. Revision surgery is under consideration.